Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, functional testing was performed and no failure was identified related to the reported high bg issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge. The customer's blood glucose (bg) level was 511 mg/dl and was addressed by administering a correction bolus via the pump. The cause of the elevated bg was reportedly unknown. Reportedly, the customer reverted to manual injections for alternate insulin therapy.